Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. Unit had cracked battery tube threads and cracked reservoir tube.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 400 mg/dl and hospitalization. Troubleshooting found that the customer was in the hospital for 5 days. Troubleshooting found that the drive support cap was normal however, customer does not want to troubleshoot and wants a new pump only. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.